Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in air being delivered instead of insulin to the customer. Additionally, it was reported that air bubbles were observed within the tubing. Reportedly, customer completed load fill tubing process and resumed insulin delivery. Customer's blood glucose was 224 mg/dl. Customer administered a correction bolus via pump to address bg.